Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl. Low bg cause was not known. The customer consumed carbohydrates and received assistance from their husband, who provided honey to raise the blood glucose level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.